Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the faulty downstream occlusion (dso) sensor was the root cause. The dso sensor was the root cause. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device always gave an error of cassette attached after some time, and it was tested in the pharmacy with various administration sets. There was unknown patient involvement, and unknown signs or symptoms experienced.